Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when removing the reload after the device had been fired, the silver bottom broke off. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.